Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ delayed healing ¿ ndr: not applicable as the event is not related to the device. ¿ rupture: one opening observed on posterior side assessed as fold flaw opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ stress marks observed.

Event description:
Patient reported being treated for a left side infection. Follow-up with health professional confirms no presence of an infection, but that "the patient's healing was delayed caused by diabetes" (not device related). Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Event description:
Patient reported being treated for a left side infection. Follow-up with health professional confirms no presence of an infection, but that "the patient's healing was delayed caused by diabetes" (not device related). Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24jan2011, 23apr2012 and 31jul2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.